Manufacturer narrative:
(B)(4). Date sent: 5/29/2026. D4: batch#: unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Can you please confirm what tissues were captured in the device jaws? Was there any calcification of the vessels? Could there have been any tumor invasion into the vessel? Were any clips used in the area of the firing? Was the device closed and then reopened to reposition prior to firing? Was the device difficult to close? Was the device difficult to fire? Was the tissue retaining pin placed automatically or manually? Did the surgeon inspect the staple line by releasing the device prior to dividing the vessel per the IFU? Were there any other alternative approaches used to proactively prevent bleeding such as utilizing a vascular clamp prior to artery division? Can more information be provided on the shape of the staples intra-op and post-op? Can you please confirm the total blood loss volume? Can more details be provided about how the bleeding was ultimately controlled? What is the current status of the patient? Were there any known contributing factors to include tissue conditions? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that following an ileocecectomy procedure, the surgeon closed the common enterotomy using a tx stapler. On postoperative day 1, the patient developed a leak and was taken back to surgery. Upon re-exploration, it was observed that the stapled site appeared completely open, measuring approximately 3¿4 cm in length. The surgeon suspected a potential failure of the tx stapler; however, no issues were noted with the device during the initial procedure.